Event description:
It was reported the doctors "pulled the knobs off" the external pulse generator. The biomed department employee was transferred to customer service to get the replacement knobs. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.